Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. Troubleshooting did not resolve the event. The product has been returned to the MFR and is pending product analysis.